Manufacturer narrative:
Additional 510(k) # that also apply to this complaint: k133317. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00648.

Event description:
The patient underwent a thrombectomy procedure in the middle cerebral artery using a penumbra system jetd reperfusion catheter (jetd) and a penumbra system 3max reperfusion catheter (3maxc) on (B)(6) 2018. On (B)(6) 2018, the patient experienced an asymptomatic hi-1 small petechial hemorrhage in the left insula. This event was not considered a serious adverse event. This event was adjudicated to be related to penumbra catheters, possibly related to the jetd and a 3maxc, and possibly related to the index procedure. No additional treatment was done, and this event was considered resolved as of (B)(6) 2018.

Manufacturer narrative:
Please note that the following sections were not referenced on the initial MFR report and are being addressed on this follow-up #01 MFR report: 3005168196-2019-00647 the product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00648.